Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019; 429888 lead, implanted: (B)(6) 2019; 7122q65 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless implantable pulse generator (ipg) due to the patient developing a hematoma. No further patient complications have been reported as a result of this event.